Event description:
As reported by the user facility: vent cap pops completely off of the set while trying to open it resulting in hazardous medication leaking out of the vent.

Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.